Event description:
The customer contacted physio-control to report that their device switched off and on by itself. It was reported by the customer that it happened twice without any patient use being associated and once while the device was used on a patient for spo2 and nibp monitoring. There was patient use associated with the reported event however, the patient details and outcome were not reported.

Manufacturer narrative:
The initial medwatch report indicates: device evaluation anticipated, but not yet begun. The initial medwatch report should indicate: device was not returned to manufacturer. Follow-up information: a third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the system pcb assembly and power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the removed system pcb and power pcb assemblies but could not duplicate the reported failure. The system and power pcb assemblies were tested extensively for 4 weeks, but no discrepancies could be observed. A cause of the reported failure could not be determined.